Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the placement of a bio-medicus long life support cannula in the ccv block, the customer t ried to stabilize the cannula along a silicone element by tightening the wires. Upon tightening the wires the cannula was severed. The device was replaced to complete the procedure. The patient suffered a small, non-serious bleed. No other adverse patient effects were reported. The customer reported this had never happened before. The bleed allowed the customer to realize the malfunction and customer states this could have been more serious if the patient had kept the damaged cannula.

Manufacturer narrative:
Medtronic received additional information that the deformed part of the cannula is the 3/8 3/8 fitting connecting to the circuit. Amount of blood lost not quantifiable, but no transfusion required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5: medtronic received additional information that this cannula was used during an extra-corporeal membrane oxygenation (ECMO) procedure. Conclusion: medtronic cannot confirm or deny the complaint of damage to the cannula body as a result of tying a suture around the cannula as no photo has been provided and no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. Per the instructions for use (IFU) - a possible complication is "mechanical failure due to kinking of the catheter, or material failure due to incorrect suturing" and incorrect suture would include the tying of the suture around the cannula body without the use of the suture ring. Complaints received for similar model numbers were reviewed and showed no trends. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.